Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt is not getting as good coverage as he used to. He was feeling pain at the lead site in his back. The leads had migrated down slightly. The doctor repositioned the leads. No further info is available at this time.